Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient had an accident so they were going to physical therapy. It was noted the ins was not taking care of the "pain they got into". After going to physical therapy,the patient was in so much pain. They tried to turn the ins up but it did not help their pain. It was noted the patient was using a heating pad. It was inquired if the activities the patient was doing at physical therapy could hurt the patient. They were redirected to the patient's doctor. Physician listings were sent to the patient because the patient had "lost their doctor". It was also noted the patient had gained weight; they were at 90-something pounds but now was in the hundreds. There was no allegation that the device/therapy was causing the weight gain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in the hospital because of being over medicated with seizer medication, and was falling, and hitting walls while the medication levels were being regulated. The patient reiterated that they were having physical therapy that required bending that caused pain. The patient's health care provided/professional (hcp) had requested the patient to contact the manufacturer for information on what physical therapy can be done. There is no information provided to reasonably suggest or allege that the manufacturers device or therapy caused, contributed to, or has been impacted by the patient falling or hitting walls. No additional patient symptoms or additional device complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.